Manufacturer narrative:
The 5.0 pump was returned for analysis. The pump had been cut at the 9fr catheter. The engineer did discover a kink at the proximal end of the cannula. This kink is most likely what prevented the pump from being explanted successfully. The root cause of the kink was unable to be determined. No ancillary products to the pump, such as the introducer or access kit, were returned. Upon a review of the manufacturing lot of the pump, no other complaints have been filed nor were there any reworks or mrrs of the lot of 5.0 pumps. The data logs were not evaluated as they would not be applicable to this failure. The clinical context at the time of the kink occurring is not known. No imaging has been shared for evaluation and investigation. There is no mention of the cannula kinking during the case. Most likely, the thrombus was a result of a dissection that occurred at the same location during the pump's implant. The pump itself did not contribute to the issue directly. These points were clarified in conversation between the hospital and a senior medical director at abiomed. The conclusions drawn were the following: the thrombus at the innominate bifurcation was preventing a successful explant of the device. The thrombus was present at this location prior to the explant of the pump. The dissection caused this thrombus to form. The dissection likely occurred during the implantation of the pump. No corrective actions will be opened for this event. Based on the investigation, the pump was found to have not contributed to the failure directly, therefore no corrective action is recommended at this time. The failure will be monitored and tracked. Should further information regarding this event be gathered, a supplemental medwatch will be filed. (B)(4).

Event description:
A (B)(6) female with cardiomyopathy, of an unknown origin, had her care escalated from an impella cp to a 5.0 while the team consulted with the transplant team. After 20 days of successful support, with no alarms and the ability to ambulate, the 5.0 pump began to be weaned. The pump wean began as the team was planning to place a durable vad. While attempting to explant the pump there was difficulty pulling the pump back. The pump was stuck at the junction of the carotid, subclavian, and vertebral arteries. The pump's position and integrity were seen under fluoroscopy. In the fluoro imaging a left ventricular clot was observed. At this time the team attempted intervention in the form of balloon dilations to the artery to ease the pump explant. This did not work and so a sternotomy was performed for an open explant of the pump, at the suggestion and with consultation from abiomed's medical team. The hospital team was not able to explant via the leg due to a limb ischemia from another device in the femoral. The sternotomy was successful for pump explantation. The sternotomy allowed for successful explant of the impella 5.0. When the team observed the vessel it was noted to be soft and non-calcified, though a dissection was seen at the graft just proximal to the vertebral artery. Thrombus burden was also noted at the site of the dissection. Most likely the thrombus occurred at the location of the innominate bifurcation during the implantation of the pump. The thrombus was removed and the patient recovered without any support devices while awaiting vad.